Event description:
Customer reported that the device was giving a key fault "d" monitor only. No reported pt involvement. Svs rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.